Event description:
Additional information received reported the cause of the kinked catheter that led to the initial revision was ¿battery end of life.¿ it was noted the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s pain had been worse over the past year. There was no volume discrepancies noted per the managing healthcare provider (hcp). It was further reported the problem was detected at a pump change out on (B)(6) 2014 and the catheter was kinked at the anchor site. The pump pocket was opened and had some fluid in the pocket. The hcp noted a new connector was needed because he was unable to aspirate the catheter. It was decided to replace the catheter. It was further reported the hcp opened the spinal area over the existing catheter anchor and dissected proximal to the anchor and there was still no flow of cerebrospinal fluid (csf). He then dissected the anchor free. It was noted it was scarred to the catheter body; therefore, he dissected the catheter distal to the anchor. There was free flow of csf at that time. Due to patient's severe scoliosis and history of eight prior back surgeries the hcp decided to re-anchor with the ¿v wing anchor¿ and use the pump revision catheter 8596sc to revise the system. The hcp freely aspirated csf from the catheter access port (cap) after connection to the pump. The patient¿s medication concentration was changed to morphine 25 mg/ml, bupivacaine 15 mg/ml and the dose was decreased to 1.2 mg/day based on morphine. It was noted there were no patient symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the catheter was only partially replaced and the spinal segment was left in place. They added a new sutureless connector (sc) and a new pump segment to the already existing spinal segment. The pump was being used to deliver morphine and bupivacaine. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient had a kink in the catheter, they had extreme pain and was getting ¿some medication around the pump pocket delivery and that was not getting to the spinal column.¿ the reporter stated that the patient ¿went from 9-something delivery to 1-something¿ and experienced withdrawals. The patient was on the same medications. The patient was ¿just now getting to where she can start getting some pain relief¿ and it was ¿still not enough.¿